Manufacturer narrative:
The nail splitters (40-224) were returned for evaluation: DHR review - no abnormalities related to the reported issue were identified. Failure analysis - evaluation noted that the returned nail splitters were in used condition with the jaws misaligned and one nipper had it's spring broken. The nippers were returned with opened packages labeled for lot number ak2112; however, the instruments had lot number 100089-1803 etched into their surface, indicating a mismatch during return. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified. Root cause analysis - the returned nail splitters were received in used condition with the jaws misaligned and the spring broken due to wear/environmental damage. The lot printed on the nippers did not match the returned packaging, and indicated a manufacture date of 2018. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the nail splitters (40-224) broke during toe nail cutting and jabbed the doctor¿s palm causing a minor cut/scab. The surgeon had to change gloves since it was punctured and another nail nippers was obtained. No patient injury, death or surgical delay was reported.